Manufacturer narrative:
The device was discarded and is not available for evaluation. A photograph was submitted for review. The investigation is ongoing and a supplemental report will be submitted upon the receipt of new information.

Event description:
During a thrombectomy of an evar (endovascular aneurysm repair) limb, the 50cm marker band of an otw embolectomy catheter dislodged and was found on the tip of the catheter, outside the patient. It was indicated that the marker probably didn't go into the patient because the catheter was inserted approximately 40cm. As reported, "it may have come off in our fingers as we advanced/withdrew the catheter."

Manufacturer narrative:
A photograph was received of the catheter; close examination of the photo revealed that the substance reported to be a dislodged marker band was most likely dried blood, based on the thickness of the sample and the reddish color around the edges. On this catheter, marker bands are applied with ink and the final marker band is not as thick as is seen in the photo. The ink marker bands cannot dislodge in the same manner as a metal marker band that is swaged or bonded onto a shaft. The ink markers may fade if wiped with isopropyl alcohol but they will not come off the catheter, as described in the complaint report. The complaint could not be confirmed during the evaluation; review of the available information suggests that procedural factors may have contributed to the event. No actions will be taken at this time.